Manufacturer narrative:
The reported event of helix damage was confirmed. A complete lead was returned in one piece. Visual examination of the lead found the helix was extended and bent with blood/tissue. Electrical testing found no anomalies. The cause of the reported event was due to procedural damage.

Event description:
It was reported that the patient presented in-clinic for a scheduled procedure. It was observed that during the procedure the right-ventricular (rv) lead helix was bent. As a resolution the lead was not implanted and a near at replacement implanted on (B)(6) 2024. No patient consequences.